Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Lot#: 6j1582 also affected. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, a root cause could not be determined within the scope of this evaluation. Without a sample bd was unable to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set leaked blood. No serious injury or medical intervention reported.